Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: no returned product or imaging was provided to assist the investigation. Based on the information provided, it was not possible to determine the root cause of the reported event. It is possible to be device related, device handling related or patient anatomy related. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the user planned to place zenith tx2 taa endovascular graft proximal component to treat an aneurysm developed at an anastomosis site of the artificial vessel previously placed for type a dissection. The access vessel was 8 mm and the delivery system passed through the anastomosis site of the artificial vessel with no problem. Then the user attempted to pull the sheath to deploy the stent, but the sheath would not be pulled at all as it's very tight. Another person tried too, but the sheath didn't move at all. The user removed the delivery system from the patient and tried to pull the sheath, but it still didn't move at all. He gave up on using this device and used a different size of zenith tx2 taa endovascular graft proximal component instead. Patient outcome: the patient did not experience any adverse effects due to this occurrence.